Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a gradual increase in the shock impedance measurements on the right ventricular (rv) lead; however, the measurements remained within the acceptable range. Boston scientific technical services (ts) indicated that this was likely a result of ionic layer build-up on the rv lead as no high energy shocks had been delivered. Information was received more than three years later, that the shock impedance measurements had increased to be out of range. A sync shock test was performed and the shock impedance measurements were appropriate. As a result, the physician suspected the increase in measurements was due to calcification. The patient will continue to be monitored appropriately. No additional adverse patient effects were reported.